Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 426 mg/dl, 415 mg/dl, 393 mg/dl, 357 mg/dl, 293 mg/dl, 271 mg/dl and 121 mg/dl. Customer treated high blood glucose with manual injection. The customer stated that cannula was bent. The insulin pump will not be returned for analysis and reservoir will not be returned for analysis.